Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and confirmed the shipping address. The customer was instructed to use multiple daily injections as backup therapy and to return the faulty pump using a pre-paid label.